Manufacturer narrative:
Visual inspection of the standard hexagonal cannulated screwdrivers confirms that all three devices exhibit fracture damage to the hex feature. Review of the device history records did not find any deviation or anomalies. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. A definite root cause for this issue cannot be determined with the information provided. This device was used for treatment.

Manufacturer narrative:
(B)(4). Other device used: catalog #00236016625, zimmer hex cannulated screwdriver, lot #63179654. Catalog #00236016625, zimmer hex cannulated screwdriver, lot #63007041. This report will be amended when our investigation is complete.

Event description:
It is reported the tips of cannulated hex screwdrivers were fractured.